Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, it was informed that the dentist did not have information about lot number of the product. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4) ¿ the dentist reported that 4 months and 13 days after the dental implant was installed in intraoral region 8#, its non- osseointegration was observed. Moreover, 30n.cm of primary stability was achieved and the patient presented bone type iii.